Event description:
Customer reported that the air pressure in the css console primary air tank was being depleted at a faster rate than was previously observed. The patient was switched to a backup css console. There was no adverse patient impact. This failure mode poses a low risk to the patient because it does not negate the ability of the css console to perform its life-sustaining functions, and redundant system performance was not affected. The css console will be returned to syncardia for evaluation, and the results will be provided in a supplemental MDR.